Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that a modular cable exchange occurred on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient underwent a modular cable exchange due to unspecified reasons. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and no additional follow-up attempts will be performed. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6), with a new modular cable and no further events have been reported at this time. The device history record for modular cable lot number 7298019 was reviewed and showed no deviation from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system instructions for use (IFU) and heartmate 3 left ventricular assist system patient handbook are currently available and contain information on using, exchanging, and caring for the modular cable. No further information was provided. The manufacturer is closing the file on this event.